Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The root cause of the patient¿s death can be attributed to a cardiac arrest caused by her cardiovascular comorbidities as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, there is an increased risk of mortality in the esrd population attributed to cardiovascular disease and sudden cardiac events. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. The patient was found unresponsive on the floor by family and emergency services were activated. The patient was pronounced deceased at her home, and she was not transported to the hospital. It was reported the patient was connected to her liberty select cycler at the time of her death; however, it was confirmed the patient¿s cardiac arrest leading to her death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was explained the patient had a history of cardiovascular disease and the cardiac arrest was attributed to the patient¿s cardiac comorbidities. The patient¿s last treatment log was obtained by the outpatient clinic post-mortem from her liberty select cycler which showed no irregularities in the patient¿s final ccpd treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. The patient was found unresponsive on the floor by family and emergency services were activated. The patient was pronounced deceased at her home, and she was not transported to the hospital. It was reported the patient was connected to her liberty select cycler at the time of her death; however, it was confirmed the patient¿s cardiac arrest leading to her death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was explained the patient had a history of cardiovascular disease and the cardiac arrest was attributed to the patient¿s cardiac comorbidities. The patient¿s last treatment log was obtained by the outpatient clinic post-mortem from her liberty select cycler which showed no irregularities in the patient¿s final ccpd treatment.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on 18/jul/2022 due to a cardiac arrest. The patient was found unresponsive on the floor by family and emergency services were activated. The patient was pronounced deceased at her home, and she was not transported to the hospital. It was reported the patient was connected to her liberty select cycler at the time of her death; however, it was confirmed the patient¿s cardiac arrest leading to her death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was explained the patient had a history of cardiovascular disease and the cardiac arrest was attributed to the patient¿s cardiac comorbidities. The patient¿s last treatment log was obtained by the outpatient clinic post-mortem from her liberty select cycler which showed no irregularities in the patient¿s final ccpd treatment.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed on the cycler was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd) rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. The patient was found unresponsive on the floor by family and emergency services were activated. The patient was pronounced deceased at her home, and she was not transported to the hospital. It was reported the patient was connected to her liberty select cycler at the time of her death; however, it was confirmed the patient¿s cardiac arrest leading to her death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was explained the patient had a history of cardiovascular disease and the cardiac arrest was attributed to the patient¿s cardiac comorbidities. The patient¿s last treatment log was obtained by the outpatient clinic post-mortem from her liberty select cycler which showed no irregularities in the patient¿s final ccpd treatment.